Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(6).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. The ventilator was investigated by our field service engineer on-site and the cable connecting the expiratory channel pcb and expiratory coil was disconnected. Reconnecting the cable solved the issue. No parts have been replaced and returned for technical investigation. The root cause to the reported failure has not been established in this investigation.